Event description:
Pt states that she has made 9 calls since (B)(6) to medtronic about defective infusion sets. Medtronic sent replacement parts in some cases; however, some of the replacement parts were broken as well. Pt. States that medtronic said that the broken parts were her fault because some of the parts were "glued together." Pt denies any involvement of the defective parts and states that the parts were shipped to her that way. Other problems pt has had includes a no delivery alarm during the loading of her insulin, and a disconnection issue where the tubing became disconnected from the pt. On (B)(6) 2014 causing her to wake up in the morning with a blood sugar of 385 mg/dl. Pt states she is a diabetic educator and has always maintained "tight" control over her blood sugar. Pt. Has kept a "calendar" of her blood sugar readings since (B)(6) to present. Her concern is that it will take medtronics sometime to fix the problems with the infusion sets. She has been using the medtronic minimed for 16 years and since (B)(6), the defective infusion sets has caused her a1c to continually increase.